Manufacturer narrative:
(B)(4) device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left anterior descending artery. After a non-bsc stent crossed and deployed in the lesion, a 3.0x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to a previously implanted non-bsc stent but it got caught and pulled off from the delivery system. The dislodged stent removed and it was noted that the stent was elongated. Another 3.0x38mm synergy was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged from the 11th proximal strut to the middle of the stent profile with struts distorted, bunched and stretched over the distal markerband. A second stent was returned intertwined with the stent of the complaint device. This stent is severely damaged and elongated and is caught in the damaged middle struts of the device. Based on the complaint report and the analysis performed, the stent of the complaint device got caught in a previously placed stent and were removed together from the patient¿s body. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left anterior descending artery. After a non-bsc stent crossed and deployed in the lesion, a 3.0x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to a previously implanted non-bsc stent but it got caught and pulled off from the delivery system. The dislodged stent removed and it was noted that the stent was elongated. Another 3.0x38mm synergy was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.